Manufacturer narrative:
Corrected data: h6-health effect- clinical code: "4581- wide pupil " should be added. B5- the reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter-18.0/+1.5/46 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2023. The patient experienced an excessive vault, unreactive (fixed) pupil, 'wide' pupil, and glares/haloes. On (B)(6) 2023 pi was performed. On (B)(6) 2023 the lens was exchanged with the same model and power, shorter length and the problem was resolved. The status of the eye: "no complaints, calm eye, reactive pupil (status very good)". The cause of the event was the device. Cause details provided: "to big size of the lens unusual structure of the eye". Claim# (B)(4).

Manufacturer narrative:
B5: a pi was performed on (B)(6) 2023 and was the first pi (no need of before pi - myopic lens). H6: health impact - additional surgery: 4625 - addition of pi. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vticmo12.6 implantable collamer lens, -18.00/+1.5/046 (sphere/cylinder/axis), in the patients left eye (os), on (B)(6) 2023. The lens was explanted on (B)(6) 2023 due to excessive vaulting, unreactive (fixed) pupil and glare/haloes. The lens was replaced with a shorter lens and the problem was resolved. Post-op, there were no complaints, eye was calm and the pupil was reactive. The cause of the event was due to the device.

Manufacturer narrative:
A4: unk. A5: unk. A6: unk. H6: health impact- clinical code: 4581 - unreactive (fixed) pupil. H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).